Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by an attorney that during a cardiac event, the patient's implantable cardioverter defibrillator (ICD) failed to ree stablish an appropriate rhythm for the heart, which resulted in the patient's death.